Event description:
A high readings issue was reported with the abbott diabetes care (adc) device. A customer reported receiving an unspecified high scan on the sensor compared to an unknown reading obtained from a competitor device. As a result, the customer experienced sweating, bradycardia, and a loss of consciousness and was unable to self-treat, requiring contact with a healthcare professional who administered glucose (IV) as treatment. No additional treatment or medication was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. A visual inspection was performed on the sensor patch and no issues were observed. Data extraction was successful. A watermark was observed at the base of the sensor tail, indicating sensor was properly inserted. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an intentional non-fatal error recognized by the sensor. This termination is an intended part of the sensors system and is not an indication of product non-conformance as the data is consistent with a removal of a properly applied sensor. As a result, the sensor had recognized its removal and had terminated in which the sensor was working as intended. The sensor was further investigated and de-cased. No issues were observed upon visual inspection of the pcba (printed circuit board assembly). Smu (source measurement unit), poise voltage and sensor thermistor testing were performed and all results were within specification. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics. Also, the data analysis is consistent with the removal of a properly applied and functioning sensor. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the abbott diabetes care (adc) device. A customer reported receiving an unspecified high scan on the sensor compared to an unknown reading obtained from a competitor device. As a result, the customer experienced sweating, bradycardia, and a loss of consciousness and was unable to self-treat, requiring contact with a healthcare professional who administered glucose (IV) as treatment. No additional treatment or medication was reported. There was no report of death or permanent impairment associated with this event.